Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming, motor locked remove all power and power loss, while pump was on. It was reported the end user replaced the batteries twice, which did not resolve the issue. No adverse patient effects were reported. No additional information is available at this time. .